Manufacturer narrative:
Limited information is known on this event to date and the manufacturer is reporting in a conservative manner while in the progress of following up with the site to determine further information. Please note that as no details are known to date of which device remains implanted, device af 826 s/n (B)(4) has been referenced for this report, but this event may also be related to af 832 s/n (B)(4), MFR date on may 24, 2017 expiry date on april 23, 2022. UDI# (B)(4). This will be clarified through supplementary emdr when confirmed by the site. Not yet determined if device available.

Event description:
On (B)(6) 2017 the manufacturer was notified through patient tracking of 2 patient tracking registration forms received for the same patient for implant of 2 annuloflex mitral annuloplasty rings (af-832 and af-826) on the same day (B)(6) 2017. It is not known to date which device remains implanted.